Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information for that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure a stent dislodgement occurred. The lesion was located in the mid right coronary artery. The physician took the 3.5x32mm taxus express2 drug eluting stent though the touhy and the stent came off the platform. The physician did not realize what occurred until there was no stent noticeable under angio. They were unable to find the stent. The were no patient complications. The physician successfully deployed another 3.5x32mm taxus express2 drug eluting stent. Patient status is reported as "ok".